Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) walked the customer in medbank myqlink through locating the override rx verify request with status new. Tss explained that facility staff could not submit a new rx verify request for the same item until the request expiration period was reached, that pharmacy could set the expiration period to 1, 2, 4, 8, 12, or 24 hours when approving or rejecting a request and that once the item was issued, facility staff could submit a new rx verify request for future issuances. The system functioned as intended after the technical support specialist investigated the issue.